Event description:
Preoperative diagnosis: chronic back pain. Postoperative diagnosis: chronic back pain. Procedures performed: the t8 hemilaminetomy for placement of dorsal column stimulator paddle. Creation of pocket for placement of generator. Use of intraoperative fluoroscopy. Description of procedure: midline incision was taken down sharply after localization with intraoperative x-ray. His wound cavity was exceptionally deep. After dissection of the fat and the fascia, we were able to perform subperiosteal dissection. He was fairly oozy in the paraspinal musculature as well. Once this was controlled, we identified the posterior elements of t8 and t9. We decided with a t8 hemilaminotomy the spinous process lamina was removed on both sides until we were able to just get rostral enough to the ligamentum flavum. We then placed a dorsal column stimulator lead into place, and after a couple of manipulations we were able to get this into a midline position. Once we had this performed, the leads were secured with an included adapter and tied into the ligamentum flavum with a 2-0 silk tie. A pocket was created over the left buttock area, and unfortunately his actual fat pad was much, much too deep for placement of the stimulator, in that it would not be able to charge. We had to make a little bit more of a superficial pocket through the fascial spaces. The leads were then tunneled from 1 cavity to another, locked and attached to the generator pack. The boston scientific rep checked the impedance to ensure that everything was working properly, which it was. These paddles were then secured in place. A relaxing loop was made both in the thoracic wound, as well as the flank, and the stimulator and the generator pack was secured into place with a 2-0 silk tie. The wounds were both irrigated copiously with bacitracin-impregnated saline. The thoracic fascia was closed primarily. The wound was closed in interrupted layers with a running 3-0 nylon. The buttock wound was closed with interrupted vicryls and monocryl reinforced with dermabond. -------------------------- approximately one week post procedure: reason for visit today patient reports to clinic for one week follow up appointment due to increase drainage since surgery. Per patient and wife, his incision has not stopped draining since his surgery and is getting worse. Most has been clear to blood tinged but has also noticed pus material coming out of the incision. Also reports fever and chills and pain all over, has been taking tylenol. Reports no drainage from thoracic incision. Left flank incision - dressing soaked with drainage, currently draining profusely from left side, some erythema plan: 1 week post-op s/p scs placement, wound drainage pretty significant with history of fever. Will try to direct admit to our service, if not advise patient to go to ed for evaluation of wound drainage, may need possible wound washout --------------------- date of procedure: next day: preoperative diagnosis: wound infection. Postoperative diagnosis: wound infection. Procedure: exploration and washout, debridement of flank incision and thoracic wound incision. Explantation of dorsal column stimulator. Debridement of skin and subcutaneous tissues, muscle fascia with sharp and blunt debridement without excision of a 7 cm flank wound and a 7 cm thoracic wound. Indications for procedure: middle aged gentleman who underwent a placement of dorsal column stimulator. His body habitus was such that the first stimulator placement was somewhat challenging, but went smoothly. He unfortunately has developed progressive drainage from his flank incision over the generator pack. He reports that as of recently, his thoracic wound has been draining some as well. He has been running some low grade fevers; we feel that this is probably infected. I have offered him washout and removal of his spinal cord stimulator. Description of procedure: both the flank wound and the thoracic wound were opened sharply. Discolored brown purulent material was expressed in both wounds. These were cultured multiple times. The fascial stitches were opened in the thoracic wound and in the flank wound, the generator was cut from its stay stitch. The wounds were then irrigated copiously with bacitracin-impregnated saline. There did appear to be a strong communication between the 2 wounds, tracking along the wires. The wires were cut, the generator was removed and the stay stitch for the paddles was also cut and this was removed without any difficulties. We continued to irrigate the wound with bacitracin-impregnated saline. The wounds, both the skin and subcutaneous tissues, muscle and fascia were debrided sharply. There was no excisional debridement. The skin edges were somewhat macerated but appeared healthy. Once we were happy with the debridement and irrigation, we then turned our attention towards closure. Both wounds received vancomycin powder. Because of the copious amount of drainage, we did elect to place drains into both cavities. The wounds were both closed with interrupted vicryl and a running 3-0 nylon for skin closure. The patient tolerated the procedure well. No complications.